Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type lead.

Event description:
The manufacturer representative reported that the healthcare provider was going to do a lead revision since it moved. The representative was charging the patient for the last 30 minutes and was still charging the first quarter. It was reviewed that it takes over four hours to go from empty to full and that coupling could change recharging time. The patient was getting 6-8 coupling bars. The indication for use was non-malignant pain. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by a manufacturer rep. It was reported that no reason was determined why the lead had moved.  Patient had a lead revision on (B)(6) 2017 and the patient reported good stimulation after the revision. No further complications were reported/anticipated.